Event description:
The customer reported images on both monitors are dim. No pt injuries were reported.

Manufacturer narrative:
The ge rep found both monitors dim. He adjusted brightness and contrast to max, but still to dim. Customer requesting quote for both monitors and monitor cover.